Event description:
A 4 fr PICC line was used, and inserted into the left median cephalic vein for a cephalic approach with 2 mls of 1% lidocaine. The PICC was cut to a length of 47cm with the wire stylet pulled back. There was some difficulty in passing the line around the pt's axillary-subclavian vein (remaining 15-18cm of the insertion length). The central introducing wire was pulled out using the caplocking system - the wire was easy to pull out and appeared to be of full length. Nothing unusual was noted about the condition of the wire. Chest x-ray confirmed placement, it was noted on this x-ray that there was an unusual shadow over the right ventricle. The PICC was sutured in place. Two weeks later during a routine chest x-ray for other reasons, it was noted that there was a radio-opaque filament visible in the right ventricle and pulmonary arteries, approx 25 cm long. Comparison of the previous x-rays was most likely the same object. But at this time much more tighly coiled in the right ventricle. Fluoroscopy was performed to confirm the position in three dimension. Cardiac catheterization was performed through the right femoral vein. A 18" long helical wire outercast from the left antecubital longline was extracted from the main pulmonary artery using a snare and an 8f introducing catheter.